Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {(B)(6)}; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, upon fluoroscopic inspection, frame node overlap to the 4th node was suspected. Due to the patient's calcification, there was a high chance of infolding. Upon deployment, slight infolding was observed, so a new valve and delivery catheter system (dcs) were opened and used to complete the procedure. It was noted that the loader was inexperienced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that severe calcification contributed to the infold.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, upon fluoroscopic inspection, frame node overlap to the 4th node was suspected. Due to the patient's calcification, there was a high chance of infolding. Upon deployment, slight infolding was observed, so a new valve and delivery catheter system (dcs) were opened and used to complete the procedure. It was noted that the loader was inexperienced. No patient complications were reported as a result of this event. Additional information was received indicating that severe calcification contributed to the infold. Additional information was received that the valve was not inserted into the patient.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.